Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, hospitalization and treatment were not reported. It was subsequently reported that the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. It was not reported if the patient was recovered and if pd therapy was ongoing prior to or at the time of death. No additional information is available.